Manufacturer narrative:
The investigation into limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. Per the provided clinical information, patient had lack of flow over right femoral leg due to diseased/small vessels and fem-fem bypass was done from right femoral leg to left femoral leg to restore flow. The cause of the limb ischemia issue was patient condition related with patient having diseased vessels in right femoral and fem-fem bypass resolved ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male post impella placement, the patient had no flow distal to sheath in right leg. Staff placed antegrade sheath in right leg and retrograde sheath in left groin to perform fem-fem bypass temporarily. This was successful under fluoroscopy. All sheaths sutured in place.